Manufacturer narrative:
Results and conclusions - there are various issues regarding this product which is still under investigation.

Event description:
It was reported by service report that there were various issues with the bed.